Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector extension set broke. During infusion of IV fluids, the set broke causing the patient to lose a few drops of blood. The leak was noted to have occurred close to the slide clamp on the ridged component. This event did not cause a serious injury or require medical intervention. The nurse stated she switched a t-connector and the patient did not require an IV restart. Additional information was requested and is not available.